Event description:
Device was returend for analysis after being replaced due to eri (elective replacement indicator)and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.